Manufacturer narrative:
Evaluation of the returned ace68 confirmed a fracture. If the device is forcefully manipulated against resistance or is otherwise mishandled at extreme angles during use, damage such as kink and subsequent fracture may occur. The root cause of resistance could not be determined. Further evaluation of the returned ace68 revealed kinks and ovalizations throughout its length. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right internal carotid artery (ica) using a penumbra system ace 68 reperfusion catheter (ace68) and a 6f non-penumbra sheath. During the procedure, while advancing an ace68 through the sheath, the physician experienced resistance and decided to remove the ace68. Upon removal, it was noticed that the ace68 was broken in half but remained connected by braided wires. The procedure was completed using a new ace68 and the same sheath. There was no report of an adverse effect to the patient.